Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported fluid loss and incontinence could affect the functionality of the cuff. Product analysis confirmed cuff malfunction. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and microscopic analysis of the cuff identified a pinhole leak in the cuff shell proximal to the cuff backing. The damage is consistent with wear at a corner of a fold. No product malfunction was identified with the balloon component. The reported device performance allegation of malfunction and fluid leak was confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter 61/70 pressure balloon and the 5 cm occlusive cuff components replaced due to malfunction. The cuff was pierced and had a micro hole at the junction of the rigid part and the inflatable part. The cuff hole led to a loss of efficiency and a loss of fluid volume of the system. The balloon was not completely filled, half empty at explant, but was not pierced. The patient had observed the reappearance of incontinence for about 1 year.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device malfunction and fluid leak cannot be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of malfunction and fluid leak cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, recurrent incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter 61/70 pressure balloon and the 5 cm occlusive cuff components replaced due to malfunction. The cuff was pierced and had a micro hole at the junction of the rigid part and the inflatable part. The cuff hole led to a loss of efficiency and a loss of fluid volume of the system. The balloon was not completely filled, half empty at explant, but was not pierced. The patient had observed the reappearance of incontinence for about 1 year.

Event description:
It was reported that the patient had the artificial urinary sphincter 61/70 pressure balloon and the 5 cm occlusive cuff components replaced due to malfunction. The cuff was pierced and had a micro hole at the junction of the rigid part and the inflatable part. The cuff hole led to a loss of efficiency and a loss of fluid volume of the system. The balloon was not completely filled, half empty at explant, but was not pierced. The patient had observed the reappearance of incontinence for about 1 year.